Manufacturer narrative:
Results: the benchmark was kinked approximately 98.5 through 100.0 cm from the hub. The benchmark was ovalized approximately 15.0, 36.0, 92.0, and 96.0 cm from the hub. The benchmark was attempted to be advanced through a demonstration neuron max; however, resistance was encountered as the kinks in the benchmark entered the hub of the neuron max, and the benchmark could not be advanced any further. Conclusions: evaluation of the returned benchmark revealed that the catheter was kinked. If the device is forcefully advanced against resistance, damage such as a kink may occur. The non-penumbra sheath identified in the complaint was not returned for evaluation; therefore, the root cause of resistance could not be determined. Further evaluation of the returned benchmark revealed that the catheter shaft was ovalized. Some of these ovalizations may have occurred due to forceful handling during the procedure or may have been incidental and occurred while packaging the device for return to penumbra. Penumbra catheters are visually inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a medical procedure using a benchmark 6f 071 delivery catheter (benchmark). During the procedure, the physician felt resistance and was unable to advance the benchmark into a sheath and, consequently, the benchmark became kinked. The benchmark was, therefore, removed, and the procedure was completed using a new benchmark. There was no report of an adverse effect to the patient.